Event description:
Medical device pathos delta serial numebr (B)(6) in (B)(6) 2023 automated tissue processor, terminated with bad tissue processing, undiagnosable. The facility was visited for technical analysis in (B)(6) 2023, without any relevant findings. Medical device pathos delta serial numebr (B)(6) in (B)(6) 2023 automated tissue processor, experienced same as in (B)(6) 2023. The facility was visited from an application point of view in (B)(6) 2023 with findings that their isopropanol reagent contains more than 15% of contamination of water (pure more than 80%). For the proper purpose of the reagent, it is required pure reagent: grade more than 98%. The facility where the event occurred uses other three devices pathos delta. The isopropanol in those devices is adequate, also after some processes with the consequence of the reduction of purity.